Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a f/u report will be submitted.

Event description:
The customer reported that the knife blade did not work properly during the middle of the case. There was no patient injury. The device was returned to covidien and visual inspection noted that the webbing was protruding from the hinge.